Event description:
It was reported that during a da vinci s surgical procedure, the cable of the fenestrated bipolar forceps instrument was broken. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at wrist. Other cables at the wrist are not damaged. There were 7 uses left. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.